Manufacturer narrative:
(B)(4). Date sent: 12/12/2023. D4: batch # 255c80. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with a gst60g reload present. The reload was received partially fired 7/8. Also, the returned reload was difficult to remove from the jaws. The reload was not damaged and no obstructions were observed in the jaws. The device was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device event log was reviewed. A software error was found that caused the device to disable firing and articulation functions to prevent unintended operation of the device that could inadvertently harm the patient. The device can recover from this state by reinserting the battery. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review a manufacturing record evaluation was performed for the finished device batch number 255c80, and no non-conformances were identified. Additional information was requested and the following was obtained: was the device locked on tissue with the jaws closed? Yes. If yes, how was the device removed? Manual override. Did the jaws eventually open? Yes with manual override. What is meant by 'device locked out'? -the firing trigger was pressed, the device. Partially fired and then stopped. The motor had stopped. When the doctor tried to open the jaws to remove the device from the tissue, it would not open. They then pulled the manual override. Approximately how far did the device cut and or staple? -partially, maybe halfway. How was the procedure completed?- a new gun was opened. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)?- routine handle squeeze while pressing release button, pressed home button, finally used manual override.

Event description:
It was reported that the device locked out and it would not open. Another like device was used to complete process. No patient consequence.